Event description:
It was reported by the patient that the 72r electrodes caused an irritation. The skin was red and itchy and it burned. The electrodes were changed and moved every day. The area was cleaned with soap and water. The patient does not use cover patches, and no wipes. No new products. Thera honey gel that goes on the scar. The patient contacted the doctor regarding the skin irritation and went to see the doctor. The doctor recommended the thera honey. The patint is allergic to iodine and contrast. The patient has an appointment next wednesday. The patient is going to remove the 72r electrodes and once her skin is healed she will do the time test with the 63b electrodes. A replacement supply of 63b electrodes was shipped to the patient's home. No return noted.

Manufacturer narrative:
Section b3: the date of the event is unknown. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.